Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury. Device issue: shaft separation. It was reported that an angioplasty was being performed and attempt was made to use a 3.0 x 18 xience; however, while negotiating the lesion which was on a bend, the shaft of the stent delivery system (sds) broke into two pieces at the proximal end. No intervention was required. The procedure was completed using another company's device, which was deployed successfully. The patient is doing fine and is stable. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).